Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: possible adverse effects states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." This report is number 2 of 6 mdrs filed for the same event (reference 1825034-2014-07370 / 07375).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2005. Subsequently, revision procedures were performed on the right hip on (B)(6) 2014 due to metal related allegations and on (B)(6) 2014 for unknown reasons. It was further reported that a revision was performed on (B)(6) 2014 due to dislocation and acetabular protrusion. During the procedure, competitor components were implanted in the patient; it is unknown which components were explanted during the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2005. Subsequently, revision procedures were performed on the right hip on (B)(6) 2014 due to metal related allegations and on (B)(6) 2014 for unknown reasons. It was further reported that a revision was performed on (B)(6) 2014 due to dislocation and acetabular protrusion. During the procedure, competitor components were implanted in the patient; it is unknown which components were explanted during the procedure. Additional information received from patient's legal counseld reported patient was revised on the right hip on (B)(6) 2014 due to metallosis and elevated metal ion levels. The patient's right hip was further revised on (B)(6) 2014 due to "complications." Subsequently, the right hip was revised on (B)(6) 2014. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 6 of 13 MDR's filed for the same patient (reference 1825034-2014-07370, 07371, 07372, 07373, 07375 and 2016-02250, 02251, 02253, 02255, 02256, 02257, 02260, 02261.

Event description:
Patient's legal counsel reported that patient underwent a right hip revision procedure approximately two (2) months post-implantation due to allegations of dislocation and acetabular protrusion. During the procedure, competitor components were implanted in the patient; it is unknown which components were explanted during the procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.